Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the tip of the device was damage and the wire was blackened showing energization. The initial orientation of the device was within specifications inside the scope. No other issues with the device were noted. The reported event was not confirmed. The device was correctly oriented when it exits the scope; however, distal tip was found damage this failure mode could be caused during manipulation of the device or due to the interaction with the endoscope or with other surfaces. It was concluded that the investigation conclusion code for tip damage event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Additionally, all compiled information on this investigation determines that the most probable cause is no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla of oddi during endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to perform endoscopic sphincterotomy with ultratome, there was clicking sound in the handle of the device and seen in the endoscopic image that the cut wire was oriented in the wrong direction. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(Initial reporter address): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla of oddi during endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to perform endoscopic sphincterotomy with ultratome, there was clicking sound in the handle of the device and seen in the endoscopic image that the cut wire was oriented in the wrong direction. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.